Manufacturer narrative:
The other xience v is being reported under the same manufacturer report number.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008, and during this procedure a 3.0 x 23 mm xience v stent was deployed in the proximal mid lad and a 3.0 x 18 mm xience v was deployed in the proximal cx lesion. There was no pre-dilation performed in either vessel and the proximal cx lesion was treated for restenosis of an unknown drug eluting stent. Two stents were deployed successfully. There were no product issues or patient effects noted at the time of the index procedure. However, in 2009, the patient reportedly experienced chest pain with indigestion. An additional stent was deployed to treat the in-stent restenosis (isr). During the index procedure, two lesions were treated and the location to the isr was not reported. No additional event or patient information is available.